Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a potential t wave over sensing observed on atrial channel on stored electrocardiogram (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.